Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history/settings (inaccurate delivery) issue. There was no allegation of an adverse event with this complaint. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of an inaccurate delivery issue.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
-Device evaluation: the pump has been returned and evaluated by product analysis on 07/08/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the pump alarm history revealed no errors, alarms, or warnings related to the complaint. A delivery accuracy test was performed and passed with the pump delivering within the required range. The daily insulin delivery totals correctly reflected the programmed delivery rates. The pump was exercised for 24 hours with no errors, alarms, or warnings observed. The complaint was not duplicated. Unrelated to the complaint, the pump was powered on and the display screen appeared discolored.